Event description:
During the device evaluation, the bronchovideoscope was observed to display a black, noisy image. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the image issues were due to fluid invasion into the scope connector. The root cause could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.